Event description:
Per oos, this system was explanted due to infection and sent to pathology. The patient was septic. The system remains at the hospital and has not been replaced. Setrox s 45, (B) (4), MDR 1028232-2010-00858, setrox s 53, (B) (4), MDR 1028232-2010-00857.